Manufacturer narrative:
Upon inspection, the clinician reported no fluid, moisture, wetness, droplets, condensation, or leakage on or around the pump housing where the administration set passes through the pump and over/around the air-in-line sensor. The pump was reportedly not cleaned prior to the infusion. Super sani-cloths are used to clean only the exterior of the pump. It is unknown whether the ail sensor was turned off. A review of the device¿s serial number history revealed no prior similar complaints. The administration set used was zyno medical administration set model b2-70071-d, lot 25115569. The administration tubing was discarded and is not available for return. The pump is available for evaluation and has already been returned to the manufacturer. The pump investigation is ongoing. Intuvie has previously initiated a CAPA to investigate the root cause for air in line failures. Reference to complaint#: (B)(4).

Event description:
On (B)(6) 2026, a customer reported that infusion pump# 8 infused air into a patient's IV line without generating an ¿air-in-line¿ alarm. The patient experienced chest pain and was transported to the emergency department for clinical evaluation. The device was immediately removed from service for investigation purposes. Follow up received on march 11, 2026, and it was reported: the patient was placed in trendelenburg position, administered oxygen, and transported to the emergency room via ems. The patient was evaluated and discharged from the emergency room later the same evening on (B)(6) 2026. At the time of the event, gammagard was being infused as a primary infusion at a rate of 375 ml/hr using 10 step (t/v) mode. The reported air detection failure occurred near the end of the infusion, and the infusion was reported as completed. The exact vtbi displayed on the pump was unknown; however, it was reported that no medication remained in the line and that the line was full of air. No backup device was available/applicable once the issue was identified.